Manufacturer narrative:
(B)(4).a supplemental report will be submitted upon completion of the plant¿s investigation. Clinical review of all information currently available concluded that hernia is a well-known complication from the increased intra-abdominal pressure. There is no additional information available. The hernia was possibly related to the peritoneal dialysis.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was not draining the patient adequately and as a result the patient had experienced a hernia. The patient reported that the hernia was the size of a softball. Additional information was received from the patient's pd nurse determined that he patient had noticed a bulge in his upper, mid-abdomen approximately two days after discharge from the hospital for a toe infection. The pd nurse reported that the patient admitted to moving heavier dialysis supplies delivered to the patient's house in (B)(6) 2016. The pd nurse stated that the patient recently had heparin added to the pd solution bags. The pd nurse further reported that the patient had reported sharp left side pain with sneezing and coughing, which is on the opposite side of the hernia. At this time the patient has not had any intervention for the hernia.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Exterior visual inspection showed signs of physical damage. The front panel bezel gasket was drooping approximately one quarter inch over the center of the front panel overlay. Dried fluid was found within the cassette compartment during the visual inspection. No leak was reported by the user. The source of the dried fluid could not be determined. Testing found no indication of an equipment failure that would cause a fluid leak. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the product and the reported event.